Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. Technical services (ts) noted the shock impedance had always been slightly elevated and recommended raising the out of range limit. No adverse patient effects were reported. This rv lead remains in service.